Event description:
Related manufacturer reference number:3006705815-2023-07745. It was reported patient lead had migrated due to impedance issue and ipg was inoperable. As such surgical intervention took place where the ipg and lead were explanted and replaced with new ones. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete even information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.